Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with frequent falls and had to have CPR treatment. It was noted that the implantable pulse generator (ipg) exhibited non capture and pacing spikes. Right atrial (ra) lead capture could not be confirmed. Both the ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.